Manufacturer narrative:
Additional cases associated with this article: 3025141-2020-00159: case 2.

Event description:
Article: dorsal wrist spanning plate fixation for treatment of radiocarpal fracture-dislocations; wahl, elizabeth\ p.; lauder, alexander s.; pidgeon, tyler s., guerrero, evan m.; ruch, david s.; and richard, marc j; american association for hand surgery; 2019. Case 1: patient with wrist spanning plate developed radiographic druj instability post op.